Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. Device evaluation: sample has not been received hence product testing could not be performed. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 preloaded device injector malfunctioned. Additional information was received. The plunger engaged with the lens, but the surgeon was unable to advance the lens fully out of the injector. The reported event was observed during insertion into the eye with lens partially inserted and had to be withdrawn because it wouldn¿t fully eject from the cartridge tip. There was no patient injury or intervention required. Procedure was completed successfully using a second lens of the same power injected through the same incision without modification. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.